Event description:
It was reported that pump experienced malfunction after customer went through x-ray, with malfunction code displayed and pump not resettable, and pump identified as included in a field correction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy after speaking with healthcare provider, and tandem technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and reprogram pump settings and reconnect continuous glucose monitor on replacement device.